Event description:
This cardiac resynchronization therapy defibrillator was interrogated by a guidant representative post mortum. Low voltage shocking lead impedance readings in 05/2005 had decreased from the previous day. Electrograms recorded the next day displayed an episode of ventricular tachycardia (vt) for which anti tachycardia pacing (atp) was delivered which did not convert the patient's arrhythmia. The device delivered 4 shocks but the episode detail documented a shorted lead for each shock. These shocks did not convert the patient. The device displayed additional attempts to administer atp followed by shorted shock messages. The last recorded episode displayed an attempt at atp late the same day, however, the patient was asystolic. The device displayed a warning screen indicating a shorted shocking lead was detected on the next day.